Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving dilaudid via implantable pump. It was reported that the patient had bruising and redness where the pump was located. The pump was too close to the skin and may have come through if not moved. Patient recently lost a lot of weight which may have been the cause. There were no diagnostics or troubleshooting performed. The 40ml pump was explanted and replaced with a smaller 20ml. The hcp also moved the pocket to implant the pump deeper. The pump was discarded and the issue was resolved. The patient was without injury at the time of the report. The patient's medical history and weight were asked but will not be made available.